Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that during subsequent testing, the reported malfunction was not able to be duplicated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.